Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09353. The patient is implanted with two percutaneous leads (from different lots). The patient reported lack of coverage and that he required a higher amplitude. The physician decided to explant and replace the two percutaneous leads with one percutaneous and a different model lead for optimal coverage. The patient reported effective coverage post-operative.

Manufacturer narrative:
(Results) - as received, the leads were returned cut as a result of the explant. Lead with segment "a": had a compression mark and a fracture with all wires broken. Lead with segment "b": had a compression mark and a fractured wire caused by the explant. All of the lead segments, except segment "a", passed continuity on all channels. The fractures in stimulation segment "a" are consistent with overstress the lead was subjected to at the distal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.